Manufacturer narrative:
H3- device evaluation: lens returned dry in a microcentrifuge tube with residue/debris on product. Visual inspection found haptic bent and fibre on lens surface. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6-clinical code. 4581: significant reduction in iridocorneal angles, significant shallowing of the ac. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with significant reduction of iridocorneal angles and significant shallowing of the ac. In a separate visit the lens was exchanged for a same length lens. The replacement lens was implanted vertically and this resolved the problem.